Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a low hear rate. It was also reported that the right ventricular (rv) lead exhibited undefined high impedance, polarity switch , oversensing and fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.